Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was not fed into the jaw properly at the first firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Sticking jaw/cam,orange indicator over traveled. The analysis results found that one device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, it fed and formed the remaining clips within manufacturing specifications. However, during each firing sequence the trigger hesitated when attempting to open the device. Although no aid was required to open the trigger, it did take longer than usual (2-3 seconds) to return the trigger to the open position. A possible cause for this issue is that an incorrect stack inside the shaft is creating forces that do not allow the jaws to open immediately after releasing the trigger. In addition, the device locked out as intended, but the orange indicator was visible at 12th firing sequence thus, it over traveled. No incident related to the reported event was observed during the batch record review.